Event description:
A patient was emergently brought into the cath lab for placement of the impella cp. Chest compressions were being performed prior to insertion of the device. An impella cp was inserted into the patient's heart and little to no flow was observed through the device. This impella cp was removed and replaced with a second device. This resulted in slight improvement in flow. The patient ultimately expired in the cath lab. The physician stated that the lack of flow in the first impella may have been caused by the patients extremely low blood pressure, or perhaps a thrombus became lodged in the device preventing blood flow. It is unknown at the time of this report if the device malfunctioned or failed in any way.